Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows evidence of rebooting. There was no physical damage found to the battery compartment or the battery cap. The battery cap secures to the pump appropriately with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. The battery cap contacts were found to be within specifications. The pump cover was removed and there was no evidence of internal moisture or intermittent connections found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.